Event description:
The customer reported false reactive alinity s anti-hcv and provided the following data: reference = 1.0 s/co is reactive sample ID: (B)(6)initial result was 1.360, and repeat results were 0.052 & 1.430 per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lots performs as expected . Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lots. The overall performance of the alinity s anti-hcv in the field was reviewed using data gathered from customers worldwide. It was determined that based upon the available information, the alinity s anti-hcv reagent kit, ln 6p04-55, lot 51596be00 is performing as expected, however the customer data was not available. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity s anti-hcv reagent kit lot 51596be00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity s anti-hcv and provided the following data: reference = 1.0 s/co is reactive sample ID: (B)(6)initial result was 1.360, and repeat results were 0.052 & 1.430 per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.